Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels and hospitalization. Customer's blood glucose level was unknown. Customer experienced diabetic ketoacidosis and they declined to speak to the 24 hour helpline.

Manufacturer narrative:
It was confirmed by the customer that the customer was hospitalized for diabetic ketoacidosis in (B)(4) 2015.